Event description:
It was reported that the patient previously had an infection and the drug infusion system had been explanted in 2007. The pump was used to deliver morphine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter: model # 8709sc, lot # n110510021, implanted on: (B)(6) 2007 explanted on: unknown. (B)(4).

Manufacturer narrative:
(B)(4).